Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fault occurred on the integrated electrosurgical generator unit (iesu). The site rebooted the system and attempted to use a backup generator, but these actions did not resolve the issue. The staff indicated they would use another system instead and ended the call. The procedure was converted to another da vinci system no reported injury.